Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Although the sample was not available for evaluation, two cds were received with computed tomography (CT) scans of the patient anatomy. The provided cds were reviewed, and the computed tomography (CT) scans primarily showed the relevant regions of the patient's anatomy around both the left and right femoral arteries. All computed tomography (CT) scans were inspected to identify any potential obstructions or anomalies present. The complaint was confirmed for a potential closure complication. The exact root cause was unable to be determined. The likely cause was determined to have been a subcutaneous deployment resulting in incomplete hemostasis and a closure complication. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
The user facility reported that the patient was treated with an 8fr angio-seal device. After a few days the puncture site was bleeding again, and the patient was brought to the surgeon. Additional information was received on 25may2023: bleeding occurred in procedure room; manual compression was applied. Bleeding then occurred outside of the procedure room and fifteen minutes of manual compression was applied. A hematoma was present. A pre-deployment angiogram was performed. This was a right femoral artery puncture. Computed tomography (CT) was performed to diagnose bleed. Multiple sticks were not performed. Procedure access was not high stick. Posterior wall was not punctured. Patient was in stable condition. There were no patient consequences. Femstop was applied. Additional information was received on 31may2023: removing of hematoma and removing of vascular closure device (vcd). Microsurgical fixation dissection membrane and overstitching of superficial femoral artery (sfa).

Manufacturer narrative:
D6b: explanted date: date the device was explanted is unknown. A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.